Event description:
The customer reported that her insulin pump shut off on her overnight. The last blood glucose reading was over 600mg/dl, has already contacted her doctor and reverted to manual injections. During the call, the customer mentioned being in the emergency room with high blood glucose over 700mg/dl. The customer stated that she was sick and could not lower her glucose level. They found that she had a bladder infection and was treated with antibiotics and insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.